Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had a pump replacement this week and went to the emergency room yesterday due to a seizure. It was noted that the patient had a baseline seizure disorder and was taking anticonvulsants which were increased by the healthcare provider (hcp). No further complications have been reported as a result of this event.